Event description:
On (B)(6) 2013, during a follow-up call, the lay user/patient¿s mother informed lifescan (lfs) that the patient¿s onetouch verioiq meter read inaccurately high on at least once occasion. The complaint was classified based on information obtained by the medical surveillance specialist (mss) during the follow-up call with the reporter. The patient¿s mother reported that on an unspecified day in (B)(6) of 2013, the patient obtained an inaccurate high result with the subject meter. The reporter did not know the actual reading obtained but mentioned the patient tested within her typical/normal range when her blood glucose may have been running lower. The reporter informed the mss that the patient is on insulin pump therapy. The patient did not take any action in response to the result. Approximately 1 hour after testing, the patient¿s mother stated that the patient began to act ¿strangely, irrational and developed antagonistic behavior¿. The patient¿s friend attempted to treat the patient with glucose; however, the patient would spit it out. Emergency services was then contacted. When they arrived they tested the patient¿s blood glucose and reportedly was very low (result not known). The patient was treated with glucose. The reporter claimed when she arrived to where the patient was, the paramedics retested her blood glucose and it was still low at ¿36 mg/dl¿. The paramedic¿s informed the reporter that the patient¿s blood glucose most likely had dropped into the ¿20¿s mg/dl¿. The patient was treated with additional glucose until her blood glucose was within her target range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.